Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: review of the black box data revealed recurring records of power on reset following replace battery alarm. The returned battery cap was evaluated and determined to measure within required specification and demonstrated no damage. Investigation did not duplicate the complaint during the course of investigation. The pump powered on to a blank display; investigation was unable to complete all steps of investigation due to the blank display. There was evidence of moisture behind the display. Leak testing revealed moisture leakage at a crack in the pump case. There was evidence of moisture damage to the pump¿s interior components including the display flex. Unrelated to the original complaint, the battery compartment was noted to be cracked.